Manufacturer narrative:
Reported event of dislodgement was not confirmed. Visual inspection noted helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to dislodgement problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications and passed all tests prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an in-clinic follow-up, the atrial leadless pacemaker (lp) was noted to have dislodged and migrated to the right ventricle (rv). The lp was successfully retrieved, explanted and replaced. The patient was in stable condition.